Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported ¿defective box during a surgery, adhesive not completely coming off¿. Device was not implanted.